Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13058. It was reported during a radio frequency ablation procedure, the pt's foot would move or shake. It was noted the scs system was turned off prior to the procedure. It was also noted the area of the procedure was on the opposite side of the pt's ipg. F/u pending.